Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on 07/26/2017, that on (B)(6) 2017, the patient experienced a hyperglycemic event. The patient's mother noticed that the patient's blood glucose (bg) was at 408 mg/dl with a finger stick reading. The patient started vomiting and the patient's mother rushed the patient to urgent care. After being admitted to the urgent care, the patient was transported to the hospital via ambulance and was seen by a physician. The patient was administered insulin and was in the hospital for 2 days then released on (B)(6) 2017. Additionally, it was reported that the dexcom receiver initially alerted the patient when they were high. However, it was indicated that the patient's mother did not properly have the snooze alerts set up and therefore, the patient was not receiving any high alert reminders. At the time of contact, the patient as doing well. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.